Event description:
A report was received that the patient¿s ipg was bothering her. The ipg was superficial. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.